Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for stroke. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating functional mitral regurgitation (mr) of grade 4+. One clip was implanted and the mr was reduced to grade 1+. On (B)(6) 2018, the patient was re-hospitalized with narrowing of the left visual field. Computed tomography (CT) was performed and an abnormal finding in the right occipital lobe was noted. Ischemic stroke was diagnosed. Medication was administered as treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. The reported patient effect of cerebrovascular accident (ischemic stroke), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported ischemic stroke could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.